Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred after the patient¿s hemodialysis (hd) treatment concluded as the blood was being returned. The leak was visually observed in the dialysate compartment. It was reported that the fresenius 2008t machine did not alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was reported as less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred after the patient¿s hemodialysis (hd) treatment concluded as the blood was being returned. The leak was visually observed in the dialysate compartment. It was reported that the fresenius 2008t machine did not alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was reported as less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event.